Event description:
It was reported that the clip became open at distal point. Has happened several times. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: please provide more details about statement ¿has happened several times¿. Did happened several times during this current procedure? Or did the failure happen in several different procedures? Concerning this procedure the patient had no problems because it was solved during the surgery by putting some extra clips. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.